Manufacturer narrative:
The patient's sample was received for investigation. The investigation confirmed the customer's results as a false low recovery of total psa. The investigation determined that the most likely cause is the presence of an unknown factor specifically preventing the recognition of the total psa antigen by the detection antibodies utilized by the tpsa assay. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general reagent problem of the total psa assay could be excluded.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The calibration and qc results were within specifications. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys free psa results from the cobas e 801 analytical unit for one patient. This medwatch will apply to the elecsys free psa (fpsa) assay. Please refer to the medwatch with a1 patient indentifier (B)(6) for the information related to the elecsys total psa (tpsa) assay. The initial tpsa result was 0.192 ng/ml, and the fpsa result was 9.96 ng/ml. The tpsa result on a siemens instrument was 6.71 ng/ml, and the fpsa result was 0.04 ng/ml. The tpsa result on (B)(6) 2026 on the e 801 was 0.174 ng/ml, and the fpsa result was 10.1 ng/ml. The tpsa result on (B)(6) 2026 on the e 602 was 0.160 ng/ml, and the fpsa result was 10.58 ng/ml.